Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked contrast agent during use. The following information was provided by the initial reporter: "following CT examinations, the radiology apartment discovered that there had been a leakage of contrast when they observed the patient again after the examination. Thus, it has been uncertain how much contrast the patients had actually received, the leakage could potentially affect the quality of the examination. They probably do not have the exact number of incidents, but there have been more than one incident."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked contrast agent during use. The following information was provided by the initial reporter: "following CT examinations, the radiology apartment discovered that there had been a leakage of contrast when they observed the patient again after the examination. Thus, it has been uncertain how much contrast the patients had actually received, the leakage could potentially affect the quality of the examination. They probably do not have the exact number of incidents, but there have been more than one incident."